Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
PICC tip which was found in the liver of a patient who recently passed away. At the moment the coroner does not know how this happened and whether the PICC tip had anything to do with the death of the patient. In fact, they think it is totally unrelated!" Additional information: (B)(6) 2012 - PICC placed, (B)(6) 2012 - PICC not yielding and staff unable to flush, (B)(6) 2012 - IV access team visit and find a distal fracture on external bit of PICC. They repair this - no more problems. The PICC was used at least twice a day for the duration, (B)(6) 2012 - patient died ( 'natural causes' is conclusion apparently). When a patient dies it is normal procedure to send them to mortuary with PICC in situ and they think they did this although no evidence. Mortuary staff do not remember a PICC but say there was a cannula in the upper arm (exactly where the PICC was placed - I think it must have been the PICC). Approx 10cm of PICC tip found in vessel in liver - not sure artery? Vein?